Event description:
The customer reported three events where the nursing staff observed the blood in the extracorporeal circuit of the prisma machine to be of normal opacity, but an unusual bright red cherry color. (Refer to our MDR 9616240-2007-00043 and MDR 9616240-2007-00044). Patient began treatment at about noon in 2007, and experienced three clotted filters and numerous "access pressure (access pressure extremely negative)" alarms, necessitating stopping treatment to either flush her catheter or to replace the clotted filter set. On the next day, in the morning at about 02:00 a.m., during the fourth attempt to perform a cvvhdf treatment, the nurse called the physician to report the repeated access difficulties and he ordered the crrt treatment "on hold" due to multiple "access pressure (access pressure extremely negative)" alarms. Prior to returning the pt's blood, the nurse observed the blood in the circuit to be opaque, but also a bright cherry red color. A sample was drawn from the access port of the filter and it was tested for glucose level using an accu-chek device. The device indicated that the glucose concentration was "zero" . Thus from noon on the previous day until 2:25 a.m. The next day, patient sustained a blood loss of 508 ml (four hf1000 prisma filter sets).